Manufacturer narrative:
Vyaire medical file identification: (B)(4). Vyaire field service representative went onsite and evaluated the device. Field service representative worked on unit and found 2 plugs missing. Used personal test equipment and unit pressurized. Took plugs from personal test equipment and tested customer circuit and that pressurized as well. Unit passed patient circuit calibration. Proceeded with 2k preventive maintenance. Calibrated airway pressure monitor, ddi, and pneumatics. Ran performance test, unit passed all test and runs according to original specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported device would not pressurize on the 3100 a ventilator. The customer reported there was no patient involvement associated with the reported event.